Event description:
Pt had a total of 4 "bolus stopped" errors with the two paradigms they used from 2002 to 2003. The first unit was running ver 1.8c and the second has ver 2.0a software. These errors seem to come randomly in that pt was not able to pin down any set of common factors which may lead up to one, nor could they reproduce the error -i.e. Cause it to happen-. Pt understands that a "bolus stopped" error is a standard paradigm error code resulting in incomplete bolus delivery and that they can review the bolus history to see what was delivered and then program another bolus for the balance. Pt reported their experiences to minimed via the help line. Pt also reported them via e-mail. It took 7 weeks to get a response to it and that only came after pt sent the pump back to minimed for a refund. As a result of these errors and one in which the pump was completely blank -no blank minimed displayed-, minimed did send them a brand new replacement pump in jan 2003 used it for one month before returning it to minimed and receiving a full refund. Pt got a normal "low battery" error after 3 weeks with the new pump in early feb and promptly replaced the battery -energizers-. Since then all was well until feb 2003 when pt got their first "bolus stopped" error with the new paradigm. Pt reported this new error to minimed in feb 2003 and they suggested a new potential cause -static discharge-. Previously, they had suggested either a loose battery cap or bumping of the pump -neither of these explanations seemed like a likely cause. Their suggestion was to keep the pump in the leather case-instead of the plastic holster pt had been using-. Original e-mail to minimed customer service dated jan 2003. Pt is a relatively new paradigm user, on insulin since dec 2003. Pt installed a new -duracell- battery in the pump in dec 2002. In jan 2003 during my 6:00pm meal bolus -supper-, pt programmed the pump for 7.5u. The pump delivered 0.2u then alarmed with bolus stopped. Pt programmed the pump for 7.3u. The pump delivered 0.2 more u then alarmed with bolus stopped. Pt then checked for battery life indicator on the pump and it stated "normal". Pt then suspected that perhaps the battery life indicator was not indicating that the battery was indeed too weak to deliver the bolus but strong enough that their basal's were still coming through. Pt then changed the battery to a fresh energizer and programmed and successfully delivered a 7.1 u bolus to complete their meal bolus. Pt's question to the minimed engineers is this. Since the battery life indicator on the paradigm is known to be less reliable with battery types other than energizer, is it possible that the bolus stopped errors pt received were due to a weak -3 week old- duracell battery? Also, can anything be done in the software to give users more info regarding battery life on the paradigm. Please note that pt has already contacted the minimed help line and they were unable to answer their question. They suggested this means of contact with the minimed engineers. They indicated that the bolus stopped error might occur if the pump were bumped or the battery cap were loose. Neither of these events occurred during the two bolus stopped errors pt experienced yesterday.